Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. No malfunction. MDR filed due to keywords ¿sparking¿ and "burnt" present in complaint. The charger was returned for evaluation, however, subsequent testing could not verify the complaint. No visible sparking or burning was observed in the charger. The wall ac line cord was physically pulled from the charger, and the ac line plug was physically damaged where the ac line connected inside the charger. The wall plug prongs were bent as a result of the line cord being pulled while the line was connected to the wall. The most likely underlying cause was identified as user abuse. It¿s likely the user drove the chair with the line cord was still plugged into the wall.

Event description:
The chair was being charged for an hour when the consumer allegedly saw the charger sparking. The consumer alleges the charger was burnt where it is soldered and had burned the floor. No injury is alleged.